Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2017 with the following findings: a review of the black box showed call service 088 alarms. The pump was run for 24 hours and no alarms occurred. The pump was opened to find moisture damage on the printed circuit board. Unrelated to the original complaint, the battery compartment was cracked above the bumper pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.